Manufacturer narrative:
Device evaluation based on the reported information, device analysis and manufacturer investigation report, the customer¿s report is confirmed. Per the manufacturer investigation report, the gluing part of the balloon for the distal and proximal side remained, but the useful length of the balloon was dislodged. According to the initial report, the balloon was used during the procedure without any issue and was dislodged during the removal from the patient. Based on this information, it is presumed that some loads were incidentally generated to the balloon part during removal which caused the balloon to fall off outside of the patient¿s body. The cause of the loads could not be determined as the dislodged balloon was not returned. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience.

Manufacturer narrative:
The investigation is ongoing and the results will be sent upon completion.

Event description:
Medtronic received information that at the conclusion of a vessel sacrifice procedure, the balloon of the cello balloon catheter became dislodged. The cello balloon catheter was used to perform balloon test occlusion and then it was used to deploy coils and plugs to sacfice the vessel without any issue. When the physician removed the cello from the touhy, the balloon fell off into the physician's hand. The balloon was discarded but the catheter is available for device analysis. No injury was reported as a result of this procedure.

Manufacturer narrative:
Type of report - follow up type of report - device evaluation device evaluated by manufacturer - additional information: the cello balloon guide catheter was returned for analysis. The catheter was examined and the balloon assembly was found to be missing. As indicated in the complaint, the balloon was discarded at the site. No other anomalies were observed. The catheter investigation is ongoing and the results will be sent upon completion.